Event description:
It was reported that, during procedure, upon connecting the gray cable of the delivery device, the screen blacked out. After rebooting, a 275 (syringe water fill error) error occurred, making the device unusable. Even after replacing the delivery device with three different cables, the situation remained unchanged. The procedure was cancelled due to this event. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that, during procedure, upon connecting the gray cable of the delivery device, the screen blacked out. After rebooting, a 275 error occurred, making the device unusable. Even after replacing the delivery device with three different cables, the situation remained unchanged. The procedure was cancelled due to this event after general anesthesia was administered. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.